Event description:
It was reported that the battery of this implantable pacemaker device was using 250 percent of the power. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device was using 250 percent of the power. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable pacemaker device has been explanted due to premature battery depletion (pbd). A new implantable pacemaker device has been placed. No additional adverse patient effects were reported.